Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr/psr on 07/23/2012 and 07/17/2013.

Event description:
Patient reported right side moderate "breast pain." Patient additionally reported "a lump or thickening in or near the breast or in the underarm area,¿ side unspecified. Healthcare professional additionally reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe, as it is a medical event. Not related to the device. Lump/nodule: unable to observe, as it is a medical event. Not related to the device. Rupture: broken observed, on posterior side assessed, as surgical impact opening (shell thickness was within specification). Additional observations: stress marks observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, right side moderate "breast pain". Patient additionally reported, "a lump or thickening in or near the breast or in the underarm area¿. Side unspecified. Healthcare professional, additionally reported, right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted.